Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer reported the device had rayovac batteries installed. Per the AED plus administrator's guide, zoll recommends using duracell batteries only with the AED plus. We reviewed the importance of the device being rescue ready with electrode pads attached to ensure readiness test capability to test device functionality and the batteries weekly and monthly. Customer was contacted as part of the investigation and they stated they replaced the batteries after the event with duracell and the device is functioning properly as well as rescue ready. No trend is associated with reports of this type.